Manufacturer narrative:
The investigation of automated impella controller (aic) - purge issue ¿ other has been completed. On the complaint date, after console boot up, a cassette was inserted before initiating the ¿case start¿ wizard. Upon navigating through the 'case start' wizard, step 2 (insert purge cassette and disc) was skipped automatically, and the wizard moved to step 3, as the cassette was already inserted. Before inserting the pump, the console recorded ¿purgeadmin: piston blocked (reset pud) 0,¿ indicating that the pud was reset due to the piston being blocked. Due to the persistent piston blockage, the pud was reset continuously, and the console displayed ¿case start: purge fluid not detected error.¿ the cassette was then removed and reinserted, and the case start wizard was reinitiated. However, the failure mode was never resolved, confirming the reported failure mode. The console was tested. The reported failure mode ¿purge system failure (piston blocked) alarm¿ was reproduced. Additionally, there was a ¿controller error (power battery manager voltage out-of-spec). The piston blockage caused the purge motor to draw more current, resulting in a drop in the vpurge voltage and triggering an event. Visual confirmation of dextrose residue was observed behind the purge cassette holder and the purge motor gasket. After cleaning the residue, a full functional check was performed, and there was no longer a controller error event. The root cause of the inability to proceed through the case start wizard while priming was the dextrose deposit between the purge cassette holder and the purge motor gasket. A.1 should of reflected blank on the initial manufacturer device report number 1220648-2024-24669 as the patient identifier is unknown. D.2 revise common device name since the initial manufacturer device report number 1220648-2024-24669 was submitted in accordance with updated procedures.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Event description:
The user facility reported that during startup, the console got stuck during the priming process. It was noted that the console kept showing a screen asking the customer to check the purge fluid bag. There was no report of harm to the patient as a result of the event.